Event description:
Hcp reported pt complained of numbness and tingling of lower extremities and increased leg and back pain. MRI shows something at catheter tip but results inconclusive. Catheter explanted - portion sent to microbiology for culture. Explant done due to possible granulation or infection. A follow up report will be sent when add'l info is received.